Manufacturer narrative:
(B)(4). Batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date, a supplemental medwatch will be sent. The lot history records were reviewed and the manufacturing criteria were met prior to the release of this lot.

Event description:
It was reported that during a cholecystectomy when trying to remove the transected tissue the bag ripped. A second like device was pulled and then used to retrieve the tissue and the procedure was completed with no patient consequences reported.